Event description:
It is reported that the pt was revised due to infection and dislocation.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical tech. The nature of the reported dislocation is unk, and a root cause cannot be identified with the info provided. Regarding infection, single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any pt infection. Eval codes: the device history records were reviewed for the known part and lot number combinations, indicating the devices were manufactured, inspected, and packaged to specifications.